Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 398 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as nausea, vomiting, and abdominal pain. The customer was wearing the insulin pump during the incident. The caller stated the customer's blood glucose kept going up even though they were bolusing. Troubleshooting was not completed. The insulin pump will not be returned for analysis.